Manufacturer narrative:
Results eval: the sample involved in this has been forwarded to the mfg site for investigation. Upon receipt of the completed investigation, a follow up report will be submitted.